Manufacturer narrative:
The device is not available for return as it remains in the patient. The exact cause of the stenosis could not be confirmed.   Per the instructions for use (IFU), restenosis of the valve and structural valve deterioration are potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement procedure.   Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention.   A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the stenosis cannot be confirmed; however, the event appears to be related to progression of the patient¿s pre-existing disease process (history of severe as, in addition recent tee also reported worsening of mitral stenosis).   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by field clinical specialist (fcs), six years post placement of the 23mm sapien valve in the aortic position, the valve was ¿failing¿ and required treatment. From a symptomatic standpoint, patient does not have chest pain, dyspnea, or syncope. However, the patient reported been more fatigued and intermittent pre-syncopal episodes but has never lost consciousness. A tte performed for the 6 year follow up visit reported elevated mean gradient across the bioprosthetic aortic valve (mean gradient was 43 .1 mmhg). The degree of valvular (central) aortic regurgitation appears mild. The aortic valve area measured 0.78 mm2. Compared to prior study done 3 months prior, there was no significant change. A tee performed also showed evidence of progression of mitral stenosis. A valve in valve procedure was performed with a 23mm sapien 3 valve. The patient was discharged in stable condition. The physician did not indicate premature failure of the sapien valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.